Manufacturer narrative:
Notification of event was received from the law firm as result of a claim.

Event description:
In 2001: pt receives abdominal aortic aneurysm graft implant for enlarging aaa. Implant proceeded normally, pt recovered without incident. Two mos later: pt presents with a type ii endoleak involving the inferior mesenteric artery. In 2002: pt admitted for type 1 endoleak. Pt receives jumbo palmaz stent. Four months later: physician notes document persistent proximal endoleak. In 2003: CT of abdomen notes findings consistent with endograft leak. Two mos later: type 1 endoleak in anterior portion of sac at proximal anastomosis. In 2004: type 1 endoleak with significant increase in size of residual sac. Two months later: pt undergoes sleeve repair of aaa. Fifty cc of blood drained from aneurysm sac. Isolated graft, closed sac directly over graft.